Manufacturer narrative:
A visual evaluation of the returned expect pulmonary device notes that the working length (sheath and needle) was kinked at the distal end of the handle. The needle was bent at 1.8 cm from the distal tip. The tip of the needle was sharp and pointy. A functional evaluation found needle was difficult to extend and retract. The stylet was removed from the device and was found to be free from any obvious kinks. The stylet was re-advanced into the needle and would get stuck at the location where the needle was kinked at the handle. The stylet could not be passed through the device. These failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an expect¿ pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the needle bent. The nurse was then unable to fully re-advanced the stylet into the device because it would get caught where the needle was bent. The device was removed from the patient and the procedure was completed with another expect¿ pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the needle bent. The nurse was then unable to fully re-advanced the stylet into the device because it would get caught where the needle was bent. The device was removed from the patient and the procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.